Event description:
Per the physician's report, the device was explanted in 2007, due to necrosis of the skin above the receiver/stimulator. The patient was previously reimplanted on the opposite/right ear with a new internal device in 2006.

Manufacturer narrative:
This is the final report.